Event description:
It was reported that cartridge alarm 20 occurred on pump and caller also experienced cartridge alarms with consecutive cartridges. There was no reported impact to the customer¿s blood glucose level because caller declined to provide blood glucose information. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, and provided instructions on placing pump in storage mode, transferring pump settings, reconnecting continuous glucose monitor, and returning problematic pump using pre-paid label within 10 days, which caller understood and acknowledged.